Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as low. Reportedly, customer inadvertently entered in 220 grams of carbohydrates resulting in a 25 unit bolus delivery. Customer consumed jelly beans to address bg level. The customer was admitted into the emergency room and treated with glucagon and a glucose drink. Customer was released from the hospital on (B)(6) 2023, with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.